Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she noted double vision and the lens was out of position. The consumer reported the double vision was at distance and is continuing. She reported that television screen letters have legs and the image seems to be above and behind the true image like looking in a mirror. The consumer stated that her surgeon told her the lens was out of position due to edema. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 12/01/2011 and 12/02/2011 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).